Event description:
Pt had rt total knee replacement in 1998. Tibial interface portion of replacement had loosened, requiring revision. A new tibial component was put in place of the original prosthesis.